Manufacturer narrative:
(B)(4). The device was not returned for analysis. It should be noted that the absolute pro instruction for use states: "note the product "use by" date specified on the package." Using the product after the expiration date appears to be user related. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported complaint was due to user error. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the right iliac artery and an expired 8.0x60mm absolute pro self-expanding stent was implanted. There were no reported adverse effects and there was no reported significant delay in the procedure. No additional information was provided.